Event description:
It was reported by the prestataire that there was difficulty inserting the cannula and that the pink slide did not move forward, indicating a needle mechanism failure. The prestataire also reported unexplained hyperglycemia; however, no blood glucose levels were provided. The duration of wear and the insertion site were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.